Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator showed no lights, was not connecting and was reported sparking at the back of the communicator. A boston scientific company representative performed troubleshooting with the communicator connection. The communicator issue was not resolved. The company representative opted to replace the communicator. No adverse patient effects were reported. The communicator is no longer in service.